Manufacturer narrative:
This is one of two products involved with this event in which associated manufacturer report number is 9616099-2016-00313. Complaint conclusion: as reported by the legal department, a patient underwent implantation of two optease filters on (B)(6) 2013. The first filter immediately migrated to the "origin of the left iliac vein." This filter was removed percutaneously. Another optease filter was then placed and this filter also migrated proximally with the distal portion of the filter being proximal to the renal veins. This filter was left in place. Given the migration of the second filter, the patient is reported to be at increased risk of fracture, perforation and the device will be less effective at stopping clots. The patient has suffered, and will continue to suffer, significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The products were not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Without procedural films for review, the reported migration of the filters could not be confirmed and the exact cause could not be determined. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instructions for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. The IFU instructs, ¿filter release (or deployment) is performed under continuous fluoroscopy. Prior to releasing the optease filter from the sheath introducer ensure that the intended filter location in the inferior vena cava is correct. Should the filter location be incorrect, reposition the sheath introducer.¿ the IFU also notes that ¿the position of the expanded filter within the ivc can be determined by selecting either the midpoint (i.e., axial center) or one end of the constrained filter as a reference point. When the filter is positioned by using the midpoint of the constrained filter as a reference point, the position of the midpoint of the expanded filter will not change. When the filter is positioned by selecting one end of the constrained filter as a reference point, the end of the expanded filter will move (i.e., filter shortening) toward the axial center.¿ given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, a patient underwent implantation of two opteasetm filters on (B)(6) 2013. The first filter immediately migrated to the "origin of the left iliac vein." This filter was removed percutaneously. Another opteasetm filter was then placed and this filter also migrated proximally with the distal portion of the filter being proximal to the renal veins. This filter was left in place. Given the migration of the second filter, the patient is at increased risk of fracture, perforation and the device will be less effective at stopping clots. The patient has suffered and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses.